Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. Based on the results of the investigation, the root cause could not be determined. The determined error patterns indicate that the cause for the described issues is excessive use, the impact of a blow or fall and a leverage force. The lens in the optical system broke due to a bent outer tube. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the ip broken off the scope. The event occurred during preparation for use in a therapeutic procedure. There was no patient harm associated with the event.